Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018- arjohuntleigh has become aware of an event which occurred with the involvement of a maxi move passive floor lift and sling. While resident was transferred from a bed, the resident suddenly slipped out of sling and hit the head on the base of the maxi move. The device was exanimated by service technician after the incident no malfunction was found-all functions were operating according to the manufacturer's specification the sling was inspected by technician who pay attention on sling clip -sling was found in good condition without any defect.

Manufacturer narrative:
On (B)(6) 2018, arjohuntleigh received information about an incident which occurred at (B)(6) nursing home located in the (B)(6) with the involvement of arjo system: maxi move passive floor lift and mesh sling with extended legs size medium sling. While the resident was transferred from a bed, the resident suddenly slips out of sling and hit his head against the base of the maxi move floor lift. As a result, the resident fell to the floor, sustaining a serious injury- cut on the head which was stamped. The sling and lift were tested by arjo service technician after the incident. The lift visual inspection showed that device had a scratches on the base and top cover. Also the functional test was performed during inspection which shows that all functions were working correctly, no malfunction was found. Moreover the sling inspection did not reveal any defect. The device and sling was found to be according to the manufacturer's specification at the time when the event occurred. The device last preventive maintenance was performed in april2017 by arjo. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. Taking into account all facts and information collected in a course of this investigation, we cannot point out any of the listed above factors as an exact root cause of the patient slid out of the sling. Nevertheless, we can rule out using of a very inappropriate size of the sling. The sling of m size was proper to be used with 122 pound patient. Also, there was no indication from customer of wrong sling attachment to the spreader bar. According to passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2, october 2014) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning: to avoid injury, always assess the resident prior the use." The maxi move IFU (001.25060 rev. 11, january 2014) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. It also indicates: "when lowering the patient back down, lower the positioning handle to put the patient in a sitting position. This avoids further lifting strain. Take care not to push down too quickly, as this may jerk the patient's head forward." Due to limited information received, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. Based on product knowledge and review of similar situations that took place in the past, the resident's slip out of sling is only likely to occur when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, arjohuntleigh maxi move lift was used for resident's transfer when the patient slipped out of the sling and fell. There was no technical failure with the lift or the sling which might have contributed to the event. This complaint decided to be reportable due to fact that patient sustained serious injury.